Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the mid rca with moderate tortuosity, heavy calcification, and 99% stenosis. A 3.5 x 15 mm voyager nc was used for pre-dilatation; however, a longitudinal rupture was noted during the first inflation, under 5 atm. Another company's balloon was then used, but this balloon ruptured, as well. Another company's stent was implanted at the target lesion after rota was performed, and then the procedure was completed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that the balloon ruptures can be affected by numerous factors including, damage during manufacture, materials, interactions with other devices, previously implanted stent, calcification and tortuosity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.